Event description:
During ivtm therapy utilizing the thermogard console (sn (B)(6), quattro catheter (lot #217027), and the start-up kit (suk) (lot #219591), an air trap alarm was triggered. A saline leak was suspected due to a noticeable decrease in saline volume in the bag. Per the instructions for use (IFU), the catheter was checked for leakage. Subsequently, the console displayed a mid:13 (bg adc) error message. In response, a new suk was installed on a different console, and the catheter was replaced; the temperature management therapy was resumed. No patient injury or adverse effects were reported.

Manufacturer narrative:
The customer's complaint that the thermogard console (sn (B)(6) displayed an air trap alarm was confirmed during the functional testing. The root cause of the error message was a failed air trap sensor block due to a leaking start-up kit (suk). The reported secondary complaint that the console displayed a mid:13 (bg adc) error was not confirmed during the functional testing. The reported error was not reproduced during the testing. The event log was not downloaded for review. The thermogard console failed the initial functional test because the liquid level in the air trap could not be properly detected. The air trap sensor block needs to be replaced to address the error. Waiting for customer approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was reported for the thermogard xp ivtm system with sn (B)(6).